Event description:
It was reported that the patient had an infection coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. The patient was hospitalized for the reported event. The treatment for the infection was not reported. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of the infection was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).